Event description:
As the guidewire was being loaded into the catheter, resistance was encountered but this was not believed to be significant. The catheter was advanced into the patient but the physician experienced "extreme resistance, when trying to advance the wire". It was then noted that the guidewire was exiting the catheter through a hole in the distal end, and not through the tip as expected. It was also reported that the distal catheter lumen appeared to be narrow. The patient was reported to be "stable" post procedure.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. Microscopic examination of the returned device found that the distal tip marker was compressed resulting in occlusion of the distal lumen. Due to the compression, the distal lumen was not round. A puncture was observed just proximal to the distal tip marker and the shaft material had been pushed outward. From this observation, it was concluded that the device had been punctured with the guidewire due to the distal lumen occlusion. A definitive cause for the distal tip compression cannot be determined. It may have occurred due to handling during preparation as it was reported that resistance was encountered during the loading of the guidewire into the catheter. The perforation was most probably caused by the physician exerting extra force to the resistance caused by the blocked distal lumen. The directions for use state: "never advance or auger an intraluminal device against resistance. Movement of catheter or guidewire against resistance could dislodge a clot, perforate a vessel wall or damage catheter or guidewire." Based on the information provided and the condition of the returned device, it was determined that user error contributed to the reported event.